Event description:
The facility reported an intermate in which the reservoir ruptured during testing. The customer stated that the plastic device in the center (stress member flange) seemed to cause the rupture when it touched the reservoir. Approximately 5 ml of solution remained in the device. The device was filled with a 100-ml solution of saline. This condition has the potential to interrupt therapy. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This is report 2 of 2 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.